Manufacturer narrative:
The echelon catheter has not been returned for evaluation; product analysis cannot be performed. The device was not returned, therefore the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during preparation of arteriovenous malformation embolization, the physician used echelon 10 microcatheter and injected normal saline after opening. It was found that the microcatheter leaked, which made it impossible to use. After replacing a microcatheter, the surgery was completed normally. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device available for evaluation - additional information: date MFR rec. Additional information: type of follow up - device evaluation. Device evaluated by manufacturer- additional information: codes updated the device was returned for evaluation and the clinical observation was confirmed. As received, there were no issues or irregularities observed in the echelon-10 micro catheter hub, body or distal tip. During evaluation, echelon-10 micro catheter was flushed, water was found leaking from within the inner strain relief around the hub area. The outer and inner strain reliefs were removed, the catheter was re-flushed, and water was found leaking from within the distal end of the hub nose. Based on the device evaluation the leak was determined to be within the hub (around the catheter shaft seated within the hub) and not in the catheter body. This type of event does not meet reporting requirements; per our risk management, this type of event is not likely to contribute to serious injury or death on recur. If information is provided in the future, a supplemental report will be issued.